Event description:
It was reported that: a ventilated patient was put into the helicopter and the helicopter engine was started. When the external mains power connection of the helicopter was disconnected, the transport ventilator switched off and could not be restarted. Only after repeated resetting of the helicopters internal power supply the ventilator restarted and worked without further problem. No injury reported.

Manufacturer narrative:
The device is available on manufacturer site. The investigation is ongoing. Investigation results will be reported in a follow up report.